Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: ireland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that it was tried to interrogate a new ins using the clinician programmer. Upon interrogation the error code 0x4ea9bc8e. Appeared. After the ins was implanted and after a couple of attempts it worked to be interrogated. Additional information received from a manufacturer representative. It was reported that the nurse was unable to download the logs due to local restrictions by their it.